Manufacturer narrative:
Eval summary: given the info provided and the analysis performed, it appears that the liner may not have been vertically aligned with the shell when assembly was attempted which may have led to the damage to the polar boss and liner face observed. The device history record was reviewed and found to be conforming indicating that the device was mfg, inspected, and packaged to specifications. The returned device was dimensionally analyzed and found to be within specification where measured. Exam of the returned liner revealed damage to the edge of the polar boss on one side. Damage was also noted on the face of the liner near the edge on one side that aligned with the polar boss damage. It is unk if the surgical technique was followed, which illustrates the proper vertical alignment of the liner and shell so the polar boss will seat within the polar hole in the shell.

Event description:
It is reported that the liner would not seat properly into the shell forcing the surgeon to implant a larger liner.